Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) after seating the novasure disposable device. A hysteroscopy was done "and everything appeared normal". The cavity was sounded a second time and the physician suspected a uterine perforation. The novasure procedure was abandoned. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.